Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, multiple episodes of undersensing were noted on the device. The device was reprogrammed to resolve this event. The patient was stable following this event with no adverse health consequences